Event description:
Patient's left anterior neck was burned with mediastinal scope light source. This was noticed by ho at end of case. This was brought to the attention of md who suggested applying bacitracin ointment to the site. Burn was approximately a dime sized white area.what was the original intended procedure?flexible bronchoscopy, mediastinoscopy, left upper lobectomy, and mediastinal lymph node dissection.